Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 2.1; reference: 1.2; mean: 1.65; confidence limits: 1.2-2.3. 2.1; 1.7; 1.90; 1.3-2.7. 3.0; 3.2; 3.05; 1.8-4.2. The 4.1 and 1.8 inr were excluded from comparison since time of test exceeded three hours. Data analysis of mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. No product is expected to be returned. The results are not considered discrepant within the context of the documented variability for inr testing. Further communication with customer provided additional comparison results between inratio (inr 3.1) and lab (inr 3.0). There is no sufficient info to determine the root cause of customer's test result discrepancy. Per general description of event, it was revealed that the pt's coumadin was withheld. As of 03/01/2010, nine discrepant results complaint was reported for lot #225323 yielding a complaint rate of 0.005%. Due to this low occurrence rate, below the action thresholds monitored by qa for correction action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.

Event description:
Caller alleged discrepant results compared with the lab.